Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 29-apr-2021, UDI#: (B)(4). Product analysis: the valve remains in the patient and the delivery catheter system (dcs) was discarded therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a small amount of calcification, the valve dislodged down approximately 2 millimeter (mm) as the delivery catheter system (dcs) nose cone was being removed. A new dcs and valve were prepped. The second valve was implanted approximately 4 mm deep. No additional adverse patient effects were reported.